Event description:
It was reported that customer experienced cgm sensor error notification while using pump with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, completed reset with assistance, and then successfully started new sensor session without error reoccurring.